Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the tightrope tore during tensioning. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device (a fastthread screw). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: complaint allegation is confirmed. One unpackaged ar-1588tn-20 tightrope ii was received for investigation. The device was unable to be fully decontaminated and was evaluated via pictures. Visual evaluation of the attachments noted only the white suture was returned for evaluation and was damaged and torn. Functional testing was not performed due to the damage to the device and the biocontamination hazard risk. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tensioning.